Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs are completed, and proper device operation is observed through functional and performance testing the device will be returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the defibrillation function of the customer¿s device was inoperable. There was no patient use associated with the reported event.